Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the left ventricular lead capture threshold has greatly increased. Lead dislodgement was suspected. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.